Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked battery tube thread, broken reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was protruding. Blood glucose level at the time of the incident was 135 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.